Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 06/13/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the handpiece reveal that the complaint device was received with the plunger rod fully retracted. Viscoelastic residue was distributed through the length of the cartridge. The cartridge had no damage. The lens module was inspected, presenting with no damage or viscoelastic residue. Device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and no resistance was identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: the complaint issue "uncontrolled delivery" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1: surgeon's email address: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) fell out of the cartridge and touched the patient's eye. From additional information it was learnt that the techs had confirmed there was a product issue. The issue was noticed during implantation of the lens. The procedure was completed with a back up lens, with the same model and diopter. There was no patient injury. Bss (balanced salt solution) was used as a cartridge lubricant at room temperature. No other information is available.